Manufacturer narrative:
To gore's knowledge the device remains functioning in the patient. Review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
In 2005, this patient was implanted with a gore excluder aaa endoprosthesis. As documented, during deployment the patient's anatomy straighted and shortened so that the device unintentionally covered the left internal iliac artery. During ballooning the device was moved proximally, and the vessel was uncovered.